Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of no telemetry and after a power on reset the device was in backup operation mode. After the product code was started telemetry again failed. The cause was traced to the u2 ic which failed the self test. No further anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was not able to be interrogated and was found to be in backup operation mode. The device also delivered inappropriate high voltage shock therapy to the patient. The device was explanted.